Event description:
Falsely high glucose (glu) results that were generated by the synchron lx I 725 instrument. Glu result from pt a was 213mg/dl; the result was reported out of the lab. The customer indicated that the hosp questioned the glu result and performed a finger stick on the pt; the result was 92mg/dl. The hosp called the lab to report the glu discrepancy. The lab re-tested the pt a original sample for glu on the same instrument; the result was 92mg/dl. A correct glu report for pt a was issued. The customer tested the original pt a sample on another instrument in their lab and glu results of 94mg/dl was obtained. Glu result from pt b was ">300mg/dl." The pt b original sample was re-tested for glu on the same instrument and the result of 122mg/dl was obtained. The customer checked and corrected glu results from other pts tested at the time (results were not provided). No add'l info regarding this event was provided.

Manufacturer narrative:
Qc and calibration results were not provided. A field service engineer was dispatched to the customer lab. The fse inspected the instrument and discovered that glucose stirrer motor was making a squeal. The fse replaced the glucose module. The fse ran glu precision test and obtained results in acceptable range (97-102mg/dl), with no flyers. The fse ran qc test; results were within specifications. The fse verified that the instrument was performing per established procedures. A malfunction will be assumed for the purpose of this report.